Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) machine during use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Nothing unusual was noticed during troubleshooting for the alarm. The device was arranged to be swapped, and a technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The high drain alarm was confirmed in an event history log review. The device passed both rite (returned instrument test evaluation) electrical and functional tests. The pneumatic system was found to be working within specifications. A short simulated therapy was performed successfully. The high drain alarm was unable to be duplicated during evaluation. A device history record review was performed finding one exception during manufacturing. However, the device was reworked and passed all subsequent testing. A review of service history revealed the device has not been serviced since being shipped to the home patient (hp) in new manufactured condition. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.